Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer did not call customer service to create RMA for the monopolar curved scissors (mcs) tip cover accessory. Isi received a mcs instrument as an RMA. There was no alleged malfunction reported against this instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were nicks in the insulation around the orange tip of the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the damage was noticed on the mcs tip-cover accessory but was unsure if there was thermal damage. The issue was discovered prior to using the instrument on the patient and there was no observed arcing during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a monopolar curved scissors (mcs) instrument as a return material authorization (RMA). There was no alleged malfunction reported against this instrument. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.052" to 0.159¿ in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h10/h11 for follow-up information.